Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however investigation is not complete. Once investigation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.